Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead and is currently being managed by the health care provider.

Manufacturer narrative:
This report is filed on may 13, 2019.

Manufacturer narrative:
Additional: it has since been reported that the patient experienced vertigo and subsequently was treated with anti-vertigo medication (date not reported) and steroids (type and date not reported). It was also reported that the patient developed an infection and was administered IV antibiotics (date not reported). The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. An itrb test was conducted and has been updated with these results. This report is submitted on april 10, 2019.